Event description:
This pt is a nursing center resident. The personal care assistant was transferring the pt from his wheelchair into bed using a hoyer lift. The pt had a muscle spasm during transfer causing him to lean forward and to the right and spilling out sideways catching his throat on the right top hoyer hook opening a deep 4" x 2" laceration. The pt was lifted back to bed and was transferred to a local hospital.